Manufacturer narrative:
(B)(6). Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for broken tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. It has been mentioned that this customer stores tubes at 4-10 degrees c. Tubes can become brittle at those temperatures and should always come to room temperature before centrifugation. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd vacutainer® ssttm ii advance tube broke during centrifuge. No serious injury no medical interventions. No mucous membrane exposure reported .